Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient started duodopa treatment on (B)(6) 2019 and duodopa treatment was interrupted on (B)(6) 2019. Patient started oral nutrition on (B)(6) 2019 about 3:00 pm but oral nutrition interrupted due to severe abdominal pain. Endoscopy and abdominal ultrasound were performed due to severe abdominal pain. Free air in the abdomen and suspicion of stomach perforation were observed in both tests. It was reported that an operation was performed due to suspicion of stomach perforation on (B)(6) 2019. Stomach perforation was not observed but perforation on hepatic segment 2 was observed and the physician stitched the perforation on hepatic segment 2. Duodopa treatment was started again on (B)(6) 2019. On (B)(6) 2019 an abdominal ultrasound showed free air in the abdomen was not observed. Patient discharged from hospital on (B)(6) 2019.

Manufacturer narrative:
Reference record (B)(4). A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall.